Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. During the follow up, it was discovered that the atrial lead exhibited elevated and variable output and intermittent loss of capture. On (B)(6) 2019, the patient then underwent a lead revision procedure where it was discovered that the atrial lead had dislodged. The lead was then capped and replaced. The patient was in stable condition prior to and post procedure.